Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pediatric patient underwent an artificial heart transplant operation on (B)(6) 2019 and suture was used. During the procedure, the needle detached. The procedure successfully completed. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/06/2019. Investigation summary ==> it was reported that the device had performance pull off suture needle. It was received for analysis three empty opened overwrap, a detached needle and a needle-suture of product code w8662, lot mph613. This product code is double armed. During visual inspection of the needle, the swage and attachment area were noted to be as expected.the barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was examined along of the strand, a correct insertion mark was observed. However, the force used to detach needle from the suture could not be determined. Also, the other extreme of the needle-suture was examined and the swage and attachment area were noted to be as expected and a functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿a problem was found in w8662 prolene sutures because they detached from the needle during surgery¿.